Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead exhibited undersensing. The implantable pulse generator (ipg) had reached recommended replacement time (rrt) and "had not shown a green check mark". The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.